Event description:
The customer reported that during a continuous mononuclear cell (cmnc) collection procedure there was approximately 6in air bubble in the blood warmer tubing past the return pump going toward the patient. They disconnected the patient and flushed the return line with saline and resumed the procedure. They then called terumo bct customer support regarding a issue with the collect line being clear. The customer reported having clumping in the collect line to the collection bag earlier and didn't notice it anywhere else. They lowered the ac ratio from 8 to 6 then back to 8 then 6. There were no alarms, and the customer was able to remove the air. The customer declined to provide further patient details and outcome. Terumo bct is awaiting return of the set for evaluation.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the dlog and associated images does not show a clear root cause for the reported 6 inches of air in the blood warmer tubing of the return line. The procedure was paused multiple times throughout and it is not clear during which of these the operator performed a flush of the return line blood warmer tubing using a syringe to remove the air. The dlog shows there was no alarm raised from return line air detector (rlad) for air in the return line. The rlad is located on the bottom left corner of the return pump, inside the return pump housing. It will constantly monitor for air flowing downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise and the pumps will be paused in order to perform air removal. If the rlad does not detect any air move past it but the operator confirms there is air in the blood warmer tubing it is possible the air entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the dlog that the operator configured optia to use a blood warmer during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. On a systems level no issue with this optia was identified. All safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. There were no images or report of air being present in the idl kit return line prior to the blood warmer tubing. ' the device history records (DHR) were reviewed for this lot.  There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A used optia set containing blood was returned for investigation. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Clumping was observed in the channel, and air observed in the blood warmer tubing. Witness and wear marks indicate the lower hex was loaded in a non-optimal position which could partially occlude the plasma line. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the dlog and associated images does not show a clear root cause for the reported 6 inches of air in the blood warmer tubing of the return line. The procedure was paused multiple times throughout and it is not clear during which of these the operator performed a flush of the return line blood warmer tubing using a syringe to remove the air. The dlog shows there was no alarm raised from return line air detector (rlad) for air in the return line. The rlad is located on the bottom left corner of the return pump, inside the return pump housing. It will constantly monitor for air flowing downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise and the pumps will be paused in order to perform air removal. If the rlad does not detect any air move past it but the operator confirms there is air in the blood warmer tubing it is possible the air entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the dlog that the operator configured optia to use a blood warmer during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. On a systems level no issue with this optia was identified. All safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. There were no images or report of air being present in the idl kit return line prior to the blood warmer tubing. The device history records (DHR) were reviewed for this lot.  There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A used optia set containing blood was returned for investigation. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Clumping was observed in the channel, and air observed in the blood warmer tubing. Witness and wear marks indicate the lower hex was loaded in a non-optimal position which could partially occlude the plasma line. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined. * the blood warmer may be placed too high up from the patient access point. Clumping in the collect line. Incorrect loading of set in the centrifuge causing line to be occluded

Event description:
The customer reported that during a continuous mononuclear cell (cmnc) collection procedure there was approximately 6in air bubble in the blood warmer tubing past the return pump going toward the patient. They disconnected the patient and flushed the return line with saline and resumed the procedure. They then called terumo bct customer support regarding a issue with the collect line being clear. The customer reported having clumping in the collect line to the collection bag earlier and didn't notice it anywhere else. They lowered the ac ratio from 8 to 6 then back to 8 then 6. There were no alarms, and the customer was able to remove the air. The customer declined to provide further patient details and outcome.